Event description:
The customer reported that there was no display.

Manufacturer narrative:
H.3 and h.6. The factory has not yet received the device for evaluation and this complaint is still under investigation.